Event description:
Reporter alleged discrepant blood glucose values of 320 mg/dl back to back with a result of 110 mg/dl when testing was performed 10 minutes apart on the advantage system. Customer stated having no high glucose symptoms during the time however, did not provide the location of the testing. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.